Manufacturer narrative:
An amo representative visited the site, two days later after the event and determined the surgeon and the technician accidently selected a program that is not normally used and had a vacuum setting of 15mmhg (millimeters) that was too low for the phaco handpiece to evacuate the cataract material. The amo representative attended and observed (B)(4) procedures with the surgery center using the correct settings. During the observation of surgeries, there was no complications and procedures were completed successfully. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. The corneal burn required a suture to close the wound. The patient outcome is expected well. This is 1 of 3 reports.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.